Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had a hospitalization event related to their diabetes. The wife reported the customer was hospitalized on (B)(6) 2015. The caller reported the customer had sores on their toes that would not heal. It was found the customer had their toes amputated as a result. It was also found the customer had their leg amputated due to poor blood circulation. The customer was wearing the insulin pump at the time of hospitalization. The customer's blood glucose was unknown at the time of incident. The caller declined to return the insulin pump for analysis.